Event description:
The end user reported intermittent episodes stoma bleeding, she estimated that the quantity of bleeding is approx one teaspoon to one tablespoon. The doctor prescribed silver nitrate and recommended pressure to area of stoma bleeding, which she stated applying pressure subside the bleeding. She stated there is no visible sign of trauma to the stoma. She was instructed on use of adhesive remover and to use a soap with no oils, creams or moisturizers and encouraged to f/u with health care provider. (B)(6).

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional info become available a f/u report will be submitted. Reported to the FDA on 05/12/2015. Manufacturing site: 1049092. (B)(4).

Manufacturer narrative:
Additional information: previous applicable nc investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on september 18, 2015. A batch record review was performed and no discrepancies were discovered. Previous investigation is applicable to this complaint. Therefore, this complaint will remain open until completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).